Event description:
The kc sales rep reported to the MFR that on a gastro unit, while using the traction removal technique to initially remove the peg from the pt, the tube broke off at the top end of the bumper and the bumper remained inside the pt. It was also noted that following the removal of the peg, a foley was inserted to make certain there were no blockages. There was no report of injury or adverse consequences as a result of the separation. Contact with consultant revealed that the pt had been released from the hospital. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The device was not returned for evaluation. However, a follow-up report will be provided when additional relevant info becomes available. The device labeling was reviewed and the dfu cautions that if the tube does not move without restriction in the tract, do not attempt to use traction as a method of removal. Traction as a method of removal may result in tract separation and associated complications. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.